Event description:
International customer reported that a patient presented with an infection at an unspecified time following cruciate ligament surgery. The suture was used to attach another device (endobutton) to the bone. The patient was prescribed antibiotics and underwent an arthroscopic procedure with ringers irrigation.

Manufacturer narrative:
Date sent to the FDA: 02/20/2009. (Infection occurred) conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.